Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("heavy abnormal bleeding") in a 31-year-old female patient who had essure (batch no. 857600) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian cyst, condyloma, dysplasia, carcinoma squamous and paratubal cyst. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, vulvovaginal pain, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: insertion details: the right cornua had 2 visible coils and the left cornua had 2 visible coils. On (B)(6) 2015, she underwent mccall culdoplasty for enterocele repair. Diagnostic results: she underwent hysterosalpingogram test. On (B)(6) 2015, pathology test revealed uterus, hysterectomy: 137 gram uterus showing secretory endometrium, otherwise not remarkable. Uterine cervix: initial sections of the cervix show flat condyloma with moderate to severe dysplasia (cin·2 - 3) in the posterior lip of the cervix. Small focus of severe dysplasia squamous carcinoma in-situ (cin iii) identified at the transformation zone in the posterior lip of the cervix. Right and left fallopian tubes, bilateral salpingectomy: bilateral para tubal cysts. The right fallopian rube is purple, measures 6 cm in length and has an & average diameter of 1cm. Two serous cysts are attached 10 the distal end of the right fallopian tube which measure 5 mm and 15 mm in diameter. The left fallopian tube is pink/purple, measures 7 cm in length and has an average diameter of 12 mm. A serous cyst is attached to the distal end of the left fallopian tube: which measures 1 cm in greatest dimension. Concerning the injuries reported in this case, the following one were described in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jul-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("heavy abnormal bleeding") in a 31-year-old female patient who had essure (batch no. 857600) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian cyst, condyloma, dysplasia, carcinoma squamous and paratubal cyst. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, vulvovaginal pain, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: insertion details: the right cornua had 2 visible coils and the left cornua had 2 visible coils. On (B)(6) 2015, she underwent mccall culdoplasty for enterocele repair. Diagnostic results: she underwent hysterosalpingogram test. On (B)(6) 2015, pathology test revealed uterus, hysterectomy: 137 gram uterus showing secretory endometrium, otherwise not remarkable. Uterine cervix: initial sections of the cervix show flat condyloma with moderate to severe dysplasia (cin·2 - 3) in the posterior lip of the cervix. Small focus of severe dysplasia squamous carcinoma in-situ (cin iii) identified at the transformation zone in the posterior lip of the cervix. Right and left fallopian tubes, bilateral salpingectomy: bilateral para tubal cysts. The right fallopian rube is purple, measures 6 cm in length and has an & average diameter of 1cm. Two serous cysts are attached 10 the distal end of the right fallopian tube which measure 5 mm and 15 mm in diameter. The left fallopian tube is pink/purple, measures 7 cm in length and has an average diameter of 12 mm. A serous cyst is attached to the distal end of the left fallopian tube: which measures 1 cm in greatest dimension. Concerning the injuries reported in this case, the following one were described in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 3-apr-2018: pfs and medical record received. Events added: vaginal hemorrhage and menorrhagia. Concomitant diseases added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') and genital haemorrhage ('heavy abnormal bleeding') in a 31-year-old female patient who had essure (batch no. 857600) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight 220 lbs. Concurrent conditions included ovarian cyst, condyloma, dysplasia, carcinoma squamous, paratubal cyst and pre-diabetes. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3) since 2006 and thyroid (armour thyroid). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), mood swings ("hormonal changes describe: mood swings"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type:vaginal,"), cystitis ("infection (bladder/ urinary tract/vaginal) type:"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:"), nausea ("nausea"), nerve injury ("neurological conditions or problems type: nerve damage"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems type: blurry"), eye disorder ("vision/eye problems type") and visual impairment ("vision/eye problems type") and was found to have weight increased ("weight gain / loss specify which one: weight gain") and weight decreased ("weight gain / loss specify which one"). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), thyroid disorder ("hormonal changes describe: thyroid issues"), skin irritation ("rashes or skin conditions type: skin irritation") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, vulvovaginal pain, vaginal haemorrhage, menorrhagia, mood swings, vaginal infection, cystitis, urinary tract infection, nausea, nerve injury, vaginal discharge, vision blurred, eye disorder, visual impairment, weight increased, weight decreased, thyroid disorder, skin irritation and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, cystitis, eye disorder, fatigue, genital haemorrhage, menorrhagia, mood swings, nausea, nerve injury, pelvic pain, skin irritation, thyroid disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, visual impairment, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: insertion details: the right cornua had 2 visible coils and the left cornua had 2 visible coils. On (B)(6) 2015, she underwent mccall culdoplasty for enterocele repair. Removal details ((B)(6) 2015): visualization of the pelvic content noticed that uterus was bulky, soft, and extroverted and both tubes looked normal and essure in both tubes. Ovaries looked normal by using the thunderhead, a salpingectomy was done along the mesosalpinx and also the right salpingectomy done along the mesosalpinx. Date leave began: (B)(6) 2015, date leave ended: (B)(6) 2015. Reason: recovery from hysterectomy . Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 81.6 kgs. Hysterosalpingogram - on an unknown date: result not provided. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, menorrhagia , abdominal pain lower. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 25-jun-2019: new pfs received. New events: hormonal changes describe: thyroid issues, rashes or skin conditions type: skin irritation, fatigue, hormonal changes describe was updated to mood swings, neurological conditions or problems type was updated to nerve damage, vision/eye problems type was updated to blurry were added. New reporters and plaintiffs information added. Concomitant condition and drugs added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("heavy abnormal bleeding") in a 31-year-old female patient who had essure (batch no. 857600) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight 220 lbs. Concurrent conditions included ovarian cyst, condyloma, dysplasia, carcinoma squamous and paratubal cyst. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type:"), cystitis ("infection (bladder/ urinary tract/vaginal) type:"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:"), nausea ("nausea"), nervous system disorder ("neurological conditions or problems type"), vaginal discharge ("vaginal discharge"), the first episode of visual impairment ("vision/eye problems type"), eye disorder ("vision/eye problems type") and the second episode of visual impairment ("vision/eye problems type") and was found to have hormone level abnormal ("hormonal changes describe"), weight increased ("weight gain / loss specify which one") and weight decreased ("weight gain / loss specify which one"). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, vulvovaginal pain, vaginal haemorrhage, menorrhagia, hormone level abnormal, vaginal infection, cystitis, urinary tract infection, nausea, nervous system disorder, vaginal discharge, eye disorder, the last episode of visual impairment, weight increased and weight decreased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, cystitis, eye disorder, genital haemorrhage, hormone level abnormal, menorrhagia, nausea, nervous system disorder, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain, weight decreased, weight increased, the first episode of visual impairment and the second episode of visual impairment to be related to essure. The reporter commented: insertion details: the right cornua had 2 visible coils and the left cornua had 2 visible coils. On (B)(6) 2015, she underwent mccall culdoplasty for enterocele repair. Removal details (on (B)(6) 2015): visualization of the pelvic content noticed that uterus was bulky, soft, and extroverted and both tubes looked normal and essure in both tubes. Ovaries looked normal by using the thunderhead, a salpingectomy was done along the mesosalpinx and also the right salpingectomy done along the mesosalpinx. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result not provided. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, menorrhagia, abdominal pain lower. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-may-2019: pfs & mr received. Reporter's information was added. Added event hormonal changes describe, infection (bladder/ urinary tract/vaginal) type, rashes or skin conditions type, bladder or urinary problems or changes, migraines / headaches, nausea, neurological conditions or problems type, pain, vaginal discharge, vision/eye problems type, weight gain/loss specify which one. Updated event onset date. Lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.